Event description:
It was reported that the insulin pump alarmed high blood glucose and delivered ten units of bolus on its own. The bolus delivery was confirmed in ht bolus history of the insulin pump and on the screen of the device. The sensor history did not show the high blood glucose but it was visible on the screen of the device. The customer's blood glucose was 201 mg/dl. The customer stated that every alarm repeated two to three times. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).